Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during sterile processing, while performing the assembly inspection check process it was observed that the attachment device inner spring-clip was bent outwards. During service and evaluation, it was determined that the device had heat and worn bearings, the color band was fading, and the snap ring was damaged. The device also failed pretests for visual assessment and temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.